Event description:
A clinical incident involving a md spinewand was reported to arthrocare. During a minimally invasive disc decompression procedure, the tip of the md spinewand detached and remained in the patient's cervical disc. It was reported there were no complications or injury as a result of this incident.

Manufacturer narrative:
The device was reported as available for investigation. Awaiting the return of the device to complete the investigation.